Manufacturer narrative:
No button response due to corroded keypad traces. No button error alarms noted during testing. The insulin pump had cracked battery tube threads, reservoir tube lip, case window display corner, scratched reservoir tube window and lcd window and case. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they received a button error alarm. The customer's blood glucose was 323 mg/dl at the time of incident. The insulin pump will be returned for analysis.